Manufacturer narrative:
Citation: armijo g, et al. Third-generation balloon and self-expandable valves for aortic stenosis in large and extra-large aortic annuli from the tavr-large registry. Circ cardiovasc interv. 2020 aug;13(8):e009047. Doi: 10.1161/circinterventions.120.009047. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding short term and one-year outcomes of transcatheter aortic valve replacement (tavr) in patients with a large or extra-large aortic annulus. All data were collected from multiple centers between 2014 and 2019. The study population included 833 patients, 193 of whom were implanted with medtronic 34 mm evolutr (predominantly male, mean age 81 years). The remaining patients were implanted with a 29mm non-medtronic balloon expandable tavr. Serial numbers were not provided. Among all patients, in-hospital and 30-day mortality was reported, however was not directly associated with a medtronic device. Among all patients, adverse events included: increased gradient measurements, permanent pacemaker implantation, cerebral vascular accident (cva), valve dislodgement treated with a valve-in-valve implant, severe paravalvular leak (pvl), moderate central regurgitation, cardiac tamponade, deep implantation (inaccurate delivery), vascular complications, and bleeding. Based on the available information a medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.